Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and seroma-late.

Event description:
Healthcare professional reported left side deflation, "yellow and orange" fluid around the implant that looked like mucus, late seroma and removal due to the patient¿s concern with the product. Device has been explanted.